Event description:
It was reported that a lens repositioning procedure was scheduled to address asymmetrical lens vaulting post implant. Additional info has been requested but has not been received.

Manufacturer narrative:
The lens remains implanted and will therefore not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.